Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a sudden loss of therapy with their bladder symptoms. The patient stated they were experiencing their pre-existing low back pain and decided to use a lidocaine patch. The caller stated that when they went to remove the patch, they pulled the glue and ¿globby stuff¿ from where they closed the incision from their implant. The caller reported that ever since they did this, they noticed the therapy was not helping with symptoms. The caller was wondering if they may have pulled their wire out. The caller stated they had tried increasing stimulation and that has not resolved the issue. Syncing with the programmer showed stimulation was on at 1.3v on program 3. The caller stated they felt stim in the butt, but it felt like needles poking them. The caller was walked through decreasing to a comfortable level, and confirmed it was resolved. The caller confirmed feeling stimulation in the correct location after adjusting to program 4 at 1.5v. The caller was redirected to a healthcare provider if the issue did not resolve. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they felt the need to go and when they go only drops comes out and that on (B)(6) 2018 they could not hold it , urine and "it just let go". Patient program was changed to program 1. No further complications were noted or anticipated.